Event description:
The customer reported bellavista1000 us giving alarm 401 "inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative checked the unit & vyaire medical received the log files for analysis. Log shows alarm 401 with error 3, while the blower configured is correct. Advised customer to run insp flow and insp block calibration test. After the performed calibration, unit passed all test and verification. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned to vyaire medical for evaluation but a vyaire field service representative(fsr) evaluated the device onsite. Vyaire medical was not able to established the exact root cause. An inspiration valve test performed and repeated the insp valve offset calibration and it went well. Software patch 19 was installed.